Event description:
Pt saying she can't get the buttons to work to get home and to change anything with a sn (B)(4). Her other pump works fine. No interruption in therapy or injury. Did not occur during use. Device is being replaced and will be returned. Dose or amount: 51nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.